Event description:
It was reported that the right atrial (ra) lead exhibited p-wave amplitude variation and high capture thresholds. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. The patient was in stable condition. New information received notes that the right atrial (ra) lead exhibited failure to capture.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited p-wave amplitude variation and high capture thresholds. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. The patient was in stable condition.